Event description:
It was reported that the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. The system operates as intended.